Event description:
It was reported by the patient that when they were activating the pod they did not feel the needle nor the cannula inserting. After removing the pod it was discovered that the cannula did not deploy. The patients blood glucose level was around 261 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.